Manufacturer narrative:
Citation: pagnesi, m. Md et al. Predilatation prior to transcatheter aortic valve implantation: is it still a prerequisite? Interventional cardiology review. (2017) 12(2):116¿25 doi 10.15420/icr.2017:17:2 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding pre-dilation prior to transcatheter bioprosthetic aortic valve implantation. All data were collected from multiple journal articles that included patient outcomes after the implant of a corevalve transcatheter bioprosthetic aortic valve or a non-medtronic transcatheter aortic valve. Serial numbers were not provided. Among all patients adverse events included: cerebral vascular accident (cva), left bundle branch block (lbbb), electrocardiogram (ECG) changes treated with permanent pacemaker implant, myocardial infarction (mi), paravalvular leak (pvl) and central regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.